Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2017-00880. It was reported the patient experienced ineffective stimulation due to lead migration (confirmed via xrays). Reprogramming was tried to no avail. Also, the patient experienced fall multiple times and had severe coughing. Surgical intervention may be taken at a later date to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2017-00880. Additional information received identified the leads were explanted and replaced with another model which resolved the issue.